Event description:
It was reported that the right atrial (ra) lead was dislodged. Dislodgement was confirmed through fluoroscopy and noted that the lead was back in the superior vena cava. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the right atrial (ra) lead was dislodged. Dislodgement was confirmed through fluoroscopy and noted that the lead was back in the superior vena cava. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.